Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: red and white tissue, red particle material on the shell, opening, creases. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rupture and capsular contracture baker grade IV"

Event description:
Physician reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.